Event description:
Caller indicated the relion micro was giving low readings. At 12:00pm caller took a reading and meter read lo so she ate something. She waited 15 min and took another reading and meter still read lo. She ate something else and waited about 30 minutes, took another reading and meter still read lo. About 1:00 pm she called ambulance because reading was not going up and she felt nausea so she thought sugar was very low. Emts took reading with their meter and it was around 180-190 because she had been eating so they did not treat her. Technique and storage is good. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.